Event description:
It was reported that the deep brain stimulation (dbs) physician experienced difficulty using the tunneling tool during an implant procedure. The tip of the tunneling tool punctured through the skin of the patient's neck. The procedure was completed with another of the same device and the puncture was closed with staples.